Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of hole in the catheter is confirmed and appears to be use related. One 2 fr per-q-cath catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. A large circumferential split was observed just proximal the 5 cm depth marker, approximately 5.4 cm distal to the strain relief. The catheter appears to have been trimmed just distal to the 22 cm depth marker with the stiffening stylet inserted and protruding from the distal end of the catheter. A microscopic observation revealed the split in the catheter was angled with well-defined edges, and striations were observed on the fracture surfaces of the split. The shape and features of the split observed in the returned catheter suggest the catheter was cut by a sharp instrument, such as a scalpel. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rect0098 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the product for use, it was observed that there was a hole in the catheter, making it impossible to be used. This has been replaced by another without any problem.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the product for use, it was observed that there was a hole in the catheter, making it impossible to be used. This has been replaced by another without any problem.